Event description:
It was reported that impedances read >4000 ohms on some of the bipolar pairs. It was noted that the stimulator implanted defaults to programming on both 1st and 2nd leads, even though the patient only had one quad lead implanted. Removal of the 2nd lead programming would resolve misleading impedance readings for the 4-7 contacts. The patient did note when he changed position the stimulation changed. The device was reprogrammed and the patient was doing fine.

Manufacturer narrative:
(B)(4).